Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting a message on their orthopat machine states to check the waste line. They then discovered a blood spill coming from the disk membrane. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting a message on their orthopat machine states to check the waste line. They then discovered a blood spill coming from the disk membrane. No donor injury or reaction. No operator injury was reported. Eval of the returned device confirmed the reported fluid spill. Issue caused damage to the power supply and various other components. (B)(4).